Manufacturer narrative:
No conclusion can be made. While the clinician has stated the issue to be possible device related and possible procedure related, based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. To date no intervention has been taken. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use state, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported to davol that a patient who is part of the phasix st study (B)(6), experienced a hernia recurrence. On (B)(6) 2017 - the subject patient underwent a robotic assisted hernia repair with implant of the phasix st mesh. On (B)(6) 2018 - the subject patient noted a bulge at the umbilicus. On (B)(6) 2018 - the subject patient underwent a CT scan of the abdomen which confirmed a hernia recurrence. The hernia recurrence has been assessed by the clinician as mild in severity, possibly related to the study device and possibly related to the index procedure. No intervention has taken place at this time, however as reported surgical intervention will be scheduled for a future date.